Event description:
It was reported, the pt had not recharged the ipg for quite some time, and the ipg was nonresponsive. The physician replaced the ipg. It was reported, the pt received effective stimulation coverage postoperative. It was also reported, the device would not be returned.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.